Event description:
It was reported that the bone was broken during implanting the stem. It was reported that the surgeon used the stem in the proximal femur op. After the removing of the bone, the surgeon reamed the canal from 9mm with flexible reamer. The reaming size was increased by 0.5mm. The surgeon planned to implant the pf 12mm 150mm curved stem, so he stopped reaming at 11.5mm. 12mm trial was inserted at the middle. So, he reamed again to 12mm. Then, he used the 11mm trial with his hand to confirm the length and the stability of the leg. The 11mm trial was inserted completely. He did not use the facing reamer. And 12mm implant was inserted with the instrument and he confirmed that the remaining 5mm could not be inserted. But, he continued to impact the 12mm implant and the fracture of the shaft of femur occurred. Two wires were used for the fracture and the stem was not impacted more.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.